Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter, indicated that a 12.0mm icm120v4 implantable collamer lens of -23.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2007. On (B)(6) 2023, the lens was removed, due to secondary cataract and significant visions decrease.